Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, paresthesia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 700cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the experienced a burning sensation associated with the left breast in addition to left breast implant leakage. She was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 23, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extending from the anterior view to the posterior. In addition, two (2) tears were found, one tear (tear a) within the crease/fold on the anterior view, and a second tear (tear b) extended from the anterior view to the posterior view, measuring approximately 0.5 cm and 5 cm, respectively. A microscopic examination was performed on the edges of tear b, and parallel striations were found in the whole area of tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, this is consistent with the mentioned in the operative report, that a cut was made to clean implant. The evaluation determined that the cause of tear a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient underwent bilateral removal and replacement with 800cc mentor smooth round moderate plus profile saline breast implants. On april 24, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).